Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nursing qa manager reported that an a1059 mayfield modified skull clamp was being used for a posterior cervical surgery on (B)(6) 2018 where it had slipped and caused a laceration. The torque screw was set at 60 lbs/pressure. After the patient was pinned, the torque screw was released and moved to 40 lbs of pressure causing the head to slip and lacerations to the patient. The lacerations were stapled and a different clamp was positioned with no problem. There was a 25 minute delay in surgery reported. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. The device history record shows no abnormalities that relate to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot/work order number. Root cause is unknown.

Event description:
N/a.

Manufacturer narrative:
Medwatch was received on 08nov2018 with the following additional information: patient demographics (age, gender, weight, ethnicity, race); relevant medical history included radiculopathy, c7-t1 disc herniation to the right (per MRI), and former smoker. Product serial number was updated from (B)(4) to 026920. The device was used on posterior cervical foraminotomy c7-t1-right. The patient incurred a small left sided scalp laceration.